Event description:
After 7 days of implantation, this lead required repositioning because of dislodgement and migration. However, during the lead repositioning procedure, the lead was inadvertantly damaged.

Event description:
After 8 days of implantation, this lead required repositioning because of dislodgement and migration. However, during the lead repositioning procedure, the lead was inadvertantly damaged. The pt required a screw-in lead.